Manufacturer narrative:
UDI number: (B)(4). Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The valve was not returned to edwards for evaluation. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. Based on the information provided, the root cause for the valve calcification 2 years and 3 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (end-stage renal disease on dialysis) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the physician, approximately 2 years and 3 months post implant a 26mm sapien 3 valve within a 25mm magna ease surgical valve in the aortic position, the valves were explanted due to stenosis. The patient¿s echo showed significantly increased calcification from echo performed 1 year prior. The valves were explanted and the patient received a st. Jude mechanical prosthesis. Per the operative notes, the explanted sapien 3 valve was, "completely stenotic and calcified with immobilized 2 out of 3 sapien leaflets." Post procedure, the patient had a gi bleed or retroperitoneal bleed and had to go back to surgery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.